Manufacturer narrative:
Additional information in d1, d2, d4, g4, h4, h6.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. From the analysis conducted during this investigation, it was concluded that the intertan 10mm x 24cm 130d nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking was likely caused by the nail bearing cyclic stresses more than the material endurance limit for an extended period. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads more than the material¿s strength, and/or poor bone quality. No manufacturing or material deviations were found during this investigation. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that the image provided appears to be a non-union of the femoral neck but no comparison images were provided. Based on the limited information provided the root cause for the reported breakage could not be determined but persistent non-union of the femoral neck fracture cannot be ruled out. The patient impact beyond the reported events could not be determined. Should additional information become available this issue can be re-elevated. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the 24cm intertan nail broke post operatively. No known postop accident. The nail was explanted. Primary surgery was performed in (B)(6) 2020.